Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a check clutch plunger lever error. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and found the left corner of top case cracked. Review of the event history log (ehl) showed an alert clutch alarm. During functional testing, the customer reported issue was duplicated and confirmed. The clutches and lead screw were replaced to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.